Event description:
Rptr called lfs and alleged the pt's meter was displaying three dashes (---). The reported contacted the pt's physician and was advised to contact lfs. The issue was not resolved with troubleshooting. No injury or harm was alleged. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence that the malfunction led to the serious injury. A replacement meter is being sent for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.